Event description:
It was reported that there was intermittent flashing of the green light on front of the system controller with a replace backup battery alarm when transferring from wall power to battery power, specifically on the white power lead. When in clinic the message showed in the history, but on the clinical screen it indicated to replace the backup battery in 18 months. Log files captured multiple strings of backup battery fault alarms during the 8-day length of the file. There was no interruption in pump support during these events. A second set of log files was submitted and confirmed further backup battery faults. The backup battery was reseated and then exchanged, but the alarms continued. The controller was exchanged on (B)(6) 2022 and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the log files review. The log files spanned approximately 16 days ((B)(6) 2022 per the timestamp). A backup battery fault coincided with routine power cable disconnect alarms and intermittently activated from (B)(6) 2022 at 08:28 to (B)(6) 2022 at 15:20 due to a ebb circuit fault. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The device operated on a mock circulatory loop for an extended period of time without reproducing an alarm. The controller functioned as intended during analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. No further information provided. The manufacturer is closing the file on this event.